Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, cs100 intra-aortic balloon pump (iabp) has low negative pressure.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e1 (event site telephone), h6 (medical device ¿ problem code). Due to character limitation in block e1: event site telephone: (B)(6). A getinge field service engineer (fse) checked the equipment and the valve assembly and maintenance kit were faulty. The iabp had been in use for 13,000 hours, the compressor's 5,000-hour maintenance diaphragm was severely worn, and the valve group had air leakage and other faults. Drive manifold (d104-00-0018) and expired 5000 hr kit (d104-00-0018) were replaced, and maintenance was performed according to factory specifications. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and was ready for clinical use.